Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support; however, the customer was unable to complete the check. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.